Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01900. It was reported that when the patient presented via remote transmission, high ventricular rate episodes due to noise were noted on the right ventricular (rv) lead. Noise was also noted on the right atrial (ra) lead. No intervention was made. Patient will be monitored remotely. The patient did not experience any adverse consequences.